Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient's report that during treatment the patient experienced hb - make sure heater bag is on heater tray alarms during fill 3 of 4 of treatment. A review of the patient¿s treatment records identified that the patient drained 11814 ml during drain number 2 of treatment. This drain volume is 473% the patient's largest prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is scheduled to receive a new cycler 05/02/2023 and will resume therapy using the cycler. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient's report that during treatment the patient experienced hb - make sure heater bag is on heater tray alarms during fill 3 of 4 of treatment. A review of the patient¿s treatment records identified that the patient drained 11814 ml during drain number 2 of treatment. This drain volume is 473% the patient's largest prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is scheduled to receive a new cycler (B)(6) 2023 and will resume therapy using the cycler. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The internal inspection of the cycler found no discrepancies. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: b3 and d10.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient's report that during treatment the patient experienced hb - make sure heater bag is on heater tray alarms during fill 3 of 4 of treatment. A review of the patient¿s treatment records identified that the patient drained 11814 ml during drain number 2 of treatment. This drain volume is 473% the patient's largest prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is scheduled to receive a new cycler 05/02/2023 and will resume therapy using the cycler. The cycler was reported to be available for return to the manufacturer for physical evaluation.